Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during removal of the trial implant the dura was injured. Retractor was used as protection from the dura, the retractor was pushed away at pull back the trial implant. The trial implant injured the dura, not the retractor. For offtake the trial a slide-hammer was used for orthograde removal. The dura was closed successfully. There was a less than fifteen minute delay in the procedure. This report is for an unknown trial implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Year of birth reported as 1937. This report is for an unknown trial implant/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.